Manufacturer narrative:
Concomitant medical product: dtma2d4 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an increase in threshold measurements and the lead is not capturing properly. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.